Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an MRI exam the patient left a strong current in the ipg site. Ipg was placed on MRI mode. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue.